Event description:
It was reported that right ventricular (rv) lead was oversensing after an appropriate shock. It was also noted the lead had a slight rise in pacing impedance. Follow up with the company representative indicated the lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.